Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported an uncut area after finishing flap creation on a patient's eye. The doctor did not open the flap. The patient was sent home and will return in approximately one month for a retreat with photo refractive keratectomy (prk).

Manufacturer narrative:
Clinical review confirmed the occurrence of a vgb (vertical gas breakthrough). Vgb is known to appear in thin cuts more often when compared to thick flaps. The provided material lack of data related to the aimed flap-thickness. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. An influence of the laser system can be excluded to the greatest possible extent. The root cause is the vgb which most likely caused by thin flap. (B)(4).